Manufacturer narrative:
Clinical site reported that proper placement of device within the lower anterior wall at the junction of the gastric antrum was confirmed using endoscopic visualization immediately following the placement procedure. A general inspection of the feeding tube was performed each day by a nurse and nothing unordinary was noted until peritonitis was diagnosed, and endoscopic evaluation revealed that the proximal end of the tube was within the peritoneum. Review of the device history record for the identified product lot confirmed that the product met manufacturing specifications. According to the reporting site, the affected product was discarded following removal, so it was not returned to kimberly-clark for analysis. The reporting site returned a sample consisting of an unopened package of a device from the same product lot as the device involved in this incident. The unused sample was evaluated by visual inspection, dimensional measurements, and measurement of peg tube retention strength. Results of these evaluations identified no device anomaly that may have contributed to the reported event. The root cause for this incident could not be determined. Information from this incident has been included within the complaint and MDR systems. Ongoing analyses of complaint and MDR trend information are used to identify if additional investigations or actions are warranted. Device was not returned by the customer to kimberly-clark for evaluation.

Event description:
Kimberly-clark received a report from (B)(6) stating, "child (B)(6). Hospitalised for other medical reasons, known for multiple pathologies and epileptic insults. Medical state: very vulnerable. (B)(6): peg placement. Placement procedure was normal. As part of the standard treatment, antibioprophylaxy was done at the moment of placement. (B)(6): patient had light temperature increase that disappeared on (B)(6). (B)(6): child was found in the hospital with peritonitis. Endoscopic control showed that the intact tube migrated, the internal bumper of the peg tube was located no longer in the gastric cavity but in the peritoneal cavity. Tube feed was administered in the peritoneum. Peg tube was removed and treatment for peritonitis was installed. (B)(6): child died following peritonitis." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).